Manufacturer narrative:
Based on the claim against the product by the customer noting there was unexpected movement on usm 1, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) contacted the isi clinical sales representative (csr) who was on site and checked the system setup. The usm space was limited with assist. There were no further errors or issues that were experienced since the day of the reported issue. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of unexpected movement on usm 1 cannot be determined based on the information provided. Since the product was not returned and the reported event was unable to be replicated. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, the site was experiencing unexpected movement message on usm 1 and the usm was not acting normally. Unintuitive motion could lead to subsequent tissue damage. At this time, the root cause of the failure is unknown. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with ileal conduit surgical procedure, there was unexpected movement on universal surgical manipulator (usm) 1 on set up joint (suj) 1. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed logs and noted a single 100 error pointing to the suj wrist. The tse confirmed the site was using table motion and confirmed there was nothing interfering or pressing against the suj. The procedure was completed with no reported injury. Isi contacted the original reporter but was not able to gather any additional information about the complaint.